Manufacturer narrative:
It was reported in a published article a patient with an m6-c that presented with low grade osteolysis (grade 1 or 2) underwent revision surgery for preventative or pain related treatment. The device was explanted. The condition of the device at the time of removal was unknown. Without radiographic imaging it was not possible to assess the potential role of patient conditions, m6-c placement and surgical technique. No device was returned: therefore, no device examination could be performed. Without a device, serial number, or lot number, the device history record could not be completed. No microbiology or pathology testing reports or results were provided. Based on the limited information provided, it was not possible to determine the cause of the product experience. Rmf 0003 rev 39 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
We received a publication (european spine journal) reporting adverse events and/or complications and/or failure modes for m6-c. Article stated a patient with an m6-c that presented with low grade osteolysis (grade 1 or 2) underwent revision surgery for preventative or pain related treatment. The device was explanted.